Event description:
The customer initially called because she was getting erratic readings on her contour meter. The meter and test strips were replaced. She later submitted a medwatch form to the FDA with additional information. The customer ran blood glucose tests on her 2 contour meters with the new strips, and received readings that were 40mg/dl apart. The specific readings were not provided. Depending on the actual test results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event due to the difference in the readings. The test strip information was not provided.